Manufacturer narrative:
Method: evaluation of the patient primary sample tube was performed. Result: erroneous data generated due to use error. A field service engineer was not dispatched to the customer's site as the customer was not questioning the performance of the analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report imprecise results for ferritin for 1 patient sample assayed on a unicel dxi 800 access immunoassay system. The patient results were reported out of the laboratory. It is unknown if there was any impact to patient management associated with this event. It was observed that the primary sample tube showed the presence of clots in the gel separator. Use error has been determined to be the root cause of this event due to insufficient centrifugation of the primary sample tube. The customer re-centrifuged the patient sample and re-assayed for ferritin on another unicel dxi 800 access immunoassay system.